Event description:
Customer alleged discrepant, back to back blood glucose results of 275 mg/dl, 177 mg/dl, and 90 mg/dl when testing was performed within 9 minutes on the aviva system. Customer reported low blood glucose symptoms and reported self-treating by eating dinner, after which the customer reported feeling better. A request was made for the return of the suspect device and replacement product was sent.